Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call audio anomaly. The customer's blood glucose was 396mg/dl at the time of call. Trouble shooting was performed and found device started giving a high pitched sound and to get it too stop she took the battery out. Assisted customer in performing a self test. Insulin pump beeped during the tone test. The high screech noise does not stop unless the battery is removed. Advised to discontinue use of the device and revert to a back-up plan per hcp's instruction. Advised the product will need to be replaced. The customer treated the high with manual injection and decline trouble shooting. The insulin pump will be returned for analysis.